Event description:
While attempting to defibrillate a pt (age & gender unknown),the device displayed a "defib pad short" message. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.